Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to a non specific product performance anomaly. This right atrial (ra) lead has been returned for analysis. No additional adverse patient effects were reported.